Manufacturer narrative:
(B)(4). Additional information received: the surgeon did go to pathology and inspect the specimen, but pathology had already cut off all the staples. The pathologist said he thought that there were staples present on all vessels, but he couldn¿t be 100% sure of it. Additional information requested and received: what was the approximate size of the compressed vessel? Approx. Size of vessel. 4-5mm when compressed can it be confirmed that the entire compressed vessel was proximal to cut line? Entire vessel was proximal to cut line. Was any extraneous tissue within jaws distal to cut line? No extraneous tissue in distal tip of jaw was the tip of jaws visible during firing? Tips of jaws were visible during firing what other structures was device used on in previous firings? All firings were on vascular structures were any clips used in surgical procedure? Clips were used during the procedure and prior to this firing is a video available? No video available as case was not filmed what is the current patient status? Patient was being released from hospital today the analysis found that one pve35a device was returned in good visual condition and with a cartridge loaded on the device. The cartridge was received unfired. In addition nine cartridges were received. The cartridges (b and c) were received unfired. The reload (d, e, f, g, h, I and j) were received fully fired. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device performed without any difficulties noted during the functional testing. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.

Event description:
It was reported that during a video assisted thoracoscopic lobectomy converted to open lobectomy procedure, on the sixth or seventh firing the device was fired across the pulmonary artery and when the surgeon released the jaws the vessel was transected but no staples were seen. The procedure was immediately converted to open and the vessel was ligated with suture to control bleeding. The total volume of blood loss is unknown, but the patient was transfused with four units of blood. The patient is in intensive care but stable.